Manufacturer narrative:
(B)(4). Batch r5aa77. Investigation summary: the analysis results showed that one ecr60g cartridge reload was returned with 6 double drivers missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic radical resection of lung cancer surgery, opened the packing(before install into the gun), noted two yellow drivers fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.